Event description:
It was reported that the user disconnected the ilet pump and dexcom g7 sensor for a clinical procedure, then reconnected and experienced unavailable glucose readings followed by a ¿replace sensor now¿ alert on the pump, consistent with intermittent communication failure between the pump and cgm and involving the antenna/electrical and magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and dexcom. Investigation of this case revealed an interoperability problem between the pump and cgm resulting in intermittent communication failure, with involvement of the antenna component within the device¿s electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.